Event description:
It was reported that the patient could not walk, sit or lay down. The patient experienced a shocking or jolting sensation. The implantable neurostimulator (ins) site was painful and uncomfortable. With stimulation amplitude down to zero the ins site was still painful. The patient noticed a change two months prior to report. No falls or traumas related to the symptoms were reported. The patient had been pulling weeds in the garden. The patient had a bad back with spinal stenosis. The patient was last seen about two weeks prior however, the "setting only lasted two days." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v741606, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information was reported that the patient's physician was unaware of this event.